Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device also passed tone check and vibrate check. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the device trace download. Device uploaded properly using carelink. Device had minor scratched display window, scratched display window cover, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button, scratched case and cracked retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 403 mg/dl at time of incident, took correction injection and other blood glucose value was 401 mg/dl. Customer reports they did not feel okay to troubleshooting. Customer stated that the insulin pump had an error and they went to the hospital for the insulin pump to be reset but not hospitalized. Customer stated that the insulin pump had unexpected battery power loss. Customer was not calling back after leaving current battery in insulin pump. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Advice customer to place insulin pump in storage mode remove battery, press and hold the back button until the screen turns off. The device will be returned for analysis.